Event description:
The customer reported the following via medwatch (B)(4), "event desc: I was informed by bio-med that they received a work order for the iabp unit because it shut down twice during a procedure. I have been trying to get an event report from ICU to identify the pt, the procedure that was in process and more detail but to date have not received that info. However, I still want to submit this report without further delay." No pt injury was reported.

Manufacturer narrative:
The company representative replaced the power supply, (B)(4). The unit was tested to factory specification. It functioned normally and was returned to the customer.